Event description:
Patient sweated and after an hour of wear v-go fell off. Patient stated she placed the v-go that fell off in her pocket while walking to her home to replace it. Patient stated she felt a poke from the extended needle for that v-go. Patient stated the duration of the poke was brief.